Event description:
It was reported that the patient presented to the hospital with a hematoma, which caused the pocket to re-open. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.